Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer generated intermittent high basophil counts on patient samples compared to the results obtained from lh500 analyzer. The customer indicated that, controls recovered within specification prior to the event. The customer re-tested patient samples and reported results from the lh500 instrument. Raw data was requested but was not received. The analyzer printouts were also requested; however, the customer stated most of the data had been purged, and they did send data for one patient. Based on data received, the lh750 instrument generated erroneous high basophil and low lymphocyte counts without suspect messages compared to the lh500 analyzer that was considered correct. All the other parameters correlated between the two instruments. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed high basophil counts on differentials. The fse checked the alignment and service latron values, replaced erythrolyse pump, and replaced a sticky differential shear valve, resolving the issue. Failure mode of the intermittent high basophil count was attributed to a faulty erythrolyse pump and sticky differential shear valve.